Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter cracked in half. The following information was provided by the initial reporter: the cath cracked in half. This is all the information provided. Additional information 15 may: "the date was (B)(6) 2025, the nurse reported that " inserted IV in patient, the catheter was unable to go into the skin because the catheter was split. The patient bled and got a bruise from the stick." That is all the information that was provided".

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5017263 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.